Event description:
On (B)(6) 2013 it was reported that the patient was scheduled for generator replacement on (B)(6) 2013 due to end of service on (B)(6) 2013 and there was concern of low impedance being observed during interrogation on this date as well. It was reported that on (B)(6) 2013 an eri flag was observed and low impedance. The manufacturer¿s consultant mentioned that the low impedance might have been due to a generator diagnostics test being performed by mistake instead of a system diagnostics test. It was reported that x-rays were not taken. It was stated that a copy of the patient¿s programming history would be sent in for review but it has not been received to date. The patient underwent generator replacement on (B)(6) 2013. The explanted generator was returned for product analysis on (B)(4) 2013. Product analysis is still underway and has not yet been completed. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution.

Event description:
On (B)(4) 2013 product analysis was completed on the explanted generator. The reported ¿low impedance¿ allegation is beyond the scope of pa activities and could not be determined; however, the depleted battery condition may have been a contributing factor. Analysis in the pa lab determined that the device had reached an end of service condition; an open can measurement of the battery voltage confirmed that the battery was depleted. The end of service condition was the result of normal, expected battery depletion based on the battery life calculation, the electrical test results and the bench evaluation. The device performed according to functional specifications; analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found.

Event description:
Additional programming history was received that confirmed that the physician performed a generator diagnostics. A system diagnostics test performed the same day shows everything was functioning. Low impedance would be expected if a generator diagnostics that was performed while implanted on in a patient.

Manufacturer narrative:
Date of event, corrected data: previously submitted MDR indicated that the low impedance during a generator diagnostic was seen on (B)(6) 2013; therefore, this should be the event date. This report is being submitted to correct this information.